Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was implanted backwards during primary cataract surgery. The surgeon was able to successfully flip the lens to the correct orientation during the procedure; however, the lens was scratched during the process. The surgeon elected to leave the lens implanted.

Manufacturer narrative:
Manufacturer's reference #: (B)(4).